Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 1 year and 9 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
Per the op report, this device was explanted due to prosthetic microbacterial mitral valve endocarditis with infarction of the spleen. He had multiple episodes of sepsis and has been worked up extensively for his mycobacterium. Transesophageal echo clearly showed extensive vegetations on the mitral valve, and the patient had an infarcted spleen by CT scan. He also had evidence of vegetations on the pacing leads. Redo-mitral valve replacement was scheduled. The mitral valve was inspected and noted to be densely covered with a fibrous rind that was somewhat slimy. It was obvious there were vegetations all over the valve. A 31 edwards magna bovine pericardial valve was sewn into place utilizing 2-0 ethibond pledgeted mattress sutures with a pledget placed on the ventricular surface. The valve was seated and tied in securely. The patient was ultimately weaned from cardiopulmonary bypass without difficulty. The patient was ultimately taken to the cardiac intensive care unit in stable condition. However, the patient was brought urgently to the operative room but in stable condition due to postoperative bleeding, which was controlled by placing sutures. The patient's remaining hospital course complicated by acute renal failure, liver failure, respiratory failure and sepsis. Over the course of the last several days, the patient despite aggressive antibiotic therapy continued to spike fevers and have signs of sepsis. After lengthy discussions with attendings and family members it was decided to withdraw all support. Patient expired. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. It was reported that the patient expired from overwhelming sepsis, which was likely related to the patient's endocarditis. No further actions are possible with the available information.